Manufacturer narrative:
Date of initial report: 2017-09-18 the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device had an issue with false detection. An alarm would indicate that an object was detected when one was not present.

Manufacturer narrative:
"The rf assure console was received for evaluation. The evaluation of the console could not duplicate the reported condition of a false positive detection. However, the unit was found to have a ferrite on the accessory port. The ferrite has been shown to have potential to cause interference resulting in false detection. While the reported condition could not be duplicated or confirmed; a probable root cause of the customer's report has been determined to be the ferrite on the accessory port. The ferrite was removed to prevent any future interferences. Corrective action has been implemented to prevent this issue through improvements to the design by removing the ferrite. No patient injuries have been reported as a result of this issue. " if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had false detection. No information on patient involvement.